Manufacturer narrative:
Manufacturing defects/deformation - no defects identified as a result of the manufacturing process. No deformations or damages identified as a result of the manufacturing process. End user physical damage - the abutment was overcast so that casting material flowed over the implant connection collar. This was attempted to be resolved by grinding the material away, which they did not get all of it so there was still over casted material on the implant connection collar and they grinded away portions of the implant connection collar. Investigation results and conclusions -the irregularities of the prosthetic connection bevel is consistent with the component being modified (e.g. Polished, ground, sand blasted, material flow) at the laboratory. The prosthetic connection is not to be modified and is required to be protected during laboratory post processes such as polishing. Implant analogs are recommended to be used for laboratory post processing of prosthetics. Failure to do so can lead to improper/incomplete seating and can subject the hex interface and/or abutment screw directly to occlusal forces. Failure caused by improper technique or improper use of product.

Event description:
Abutment broke.